Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarm occurred. Customer's blood glucose was 289 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.